Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. The procedure performed was exploratory laparotomy with extensive lysis of adhesions, removal of old mesh (pulled away from the entire left aspect of the fascia), repair of incisional hernia with mesh. The patient had experienced removal, adhesions, chronic pain, intestinal blockage.